Event description:
It was reported that the left ventricular (lv) lead apparently dislodged. The lead was explanted and replaced. During the replacement procedure, the atrial lead also dislodged. As the patient is in permanent atrial fibrillation (af), the lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead apparently dislodged. The lead was explanted and replaced. During the replacement procedure, the atrial lead also dislodged. As the patient is in permanent atrial fibrillation (af), the lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and became extrinsically fractured due to a cut. There was blood on the distal conductor of the lead and it was not obstructed and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was extrinsically melted but not breached and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2002; (B)(4) implantable defibrillator - (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.